Manufacturer narrative:
Product analysis: the device was received by medtronic for evaluation. The device was decontaminated with cidex opa solution soak and tergazyme soak pending further device testing to support the final product analysis findings. The device returned with no damage visible to the catheter or balloon. An indeflator was returned with the device. The balloon folds were open. A tactile test did not detect any kinks or abnormalities along the length of the catheter. A 0.035inch guidewire was loaded via the distal tip with no resistance noted. The device was pressurised to 14 atms with the returned indeflator and maintained pressure with no issue noted. The device was also inflated with a second indeflator to 14 atms and maintained pressure with no issues noted. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Additional information: the treated vessel was tortuous. Negative pressure was performed during prep. The vessel tortuosity and calcification were observed. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Physician was attempting to use an inpact admiral paclitaxel eluting balloon catheter along with non medtronic 6fr, 45cm sheath and 0.035" guide wire during procedure to treat a little calcified lesion in the sfa. A non medtornic inflation device was used for the inflation of balloon. There was no problem removing product from packaging. Device was prepped per IFU with no issues noted. Device did not pass through a previously deployed stent. No resistance was encountered when advancing the device. It was reported that inflation was performed but pressure did not rise from about 8 atm. Angio revealed that the device inflated, and it seemed that the leak of the contrast agent was not seen. When inflation was performed outside the body, the balloon was able to be inflated, but it still did not rise from around 8 atm inside of the body. Physician suspected that the shaft part was kinked, there was something leaking, or the balloon lumen and the wire lumen were connected. Physician reported destination sheath was used via the contralateral puncture, plain old balloon angioplasty (poba) and ivus were performed with non medtronic balloon 3.0*240 for the superficial femoral artery (sfa), the inpact admiral 6.0*150 was used, and the pressure did not rise any further at 8 atm, and further dropped. There was no patient injury reported.